Manufacturer narrative:
A service engineer (se) evaluated and repaired the device and reported that the following parts were replaced to resolve the reported issue: data acquisition (da) printed circuit board assembly (pcba), solenoid valve, and o-ring. The se then noted that the device was operational. The system meets the specification for the service performed and is returned to use.

Manufacturer narrative:
The device was evaluated, and the service engineer (se) noted that the device displayed a "check vent: machine pressure sensor auto zero failed" error code (1109). The se noted that the device stopped due to the error code.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was inoperable (not specified). It was unknown how the issue was found. There was no patient or user harm reported. A service engineer (se) is being dispatched to the customer's site. The investigation is ongoing.

Manufacturer narrative:
Information was received that the device was not in use when the issue occurred. Repair information is still pending.